Event description:
It was reported by the customer that pyxis medstation es system was not recognized on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not recognized on the bus. A field service engineer replaced the drawer controller board, the pyxibus module, and the drawer position sensor. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.